Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open resistor caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient was in the hospital and medical staff were with the patient. Review of the download data, indicates that the patient received two appropriate treatment shocks. The patient entered ventricular fibrillation (vf) at 04:04:37 on (B)(6) 2019. The lifevest delivered the first treatment shock while the patient was in vf with the post shock rhythm being asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Following the treatment, the patient's rhythm was asystole with intermittent cardiac activity. The patient reentered vf at 04:12:48. The lifevest delivered the second treatment shock while the patient was in vf with CPR artifact with the post shock rhythm being bradycardia at 50 bpm. The response buttons were pressed after the second treatment shock was delivered. At 4:38:14 the patient rhythm degraded to asystole with CPR artifact. A manual ECG recording at 04:55:07 indicated that the patient's rhythm was obscured by CPR artifact. The electrode belt was disconnected shortly after at 04:55:15. The patient subsequently passed away in the hospital.